Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient underwent surgical intervention wherein the bilateral leads were explanted and replaced for an unknown reason.